Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result generated by the alinity I processing module for a 64-year-old male patient. Subsequent testing produced results within the normal range. The following data was provided: normal ref range is <35 ng/l. Sid (B)(6) (first draw): (B)(6) 2025 @13:31 troponin-I result = 326 ng/l. (B)(6) 2025 @ 15:55 repeat result = 17.8 ng/l. Sid (B)(6) (second draw an hour later): (B)(6) 2025 @ 1535 troponin-I result = 18.4 ng/l. Sid not provided (third draw): (B)(6) 2025 @ 1611 troponin-I result = 22.1 ng/l no impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier. This section was corrected from multiple to (B)(6). The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 78016ud00. A review of tracking and trending for the alinity I stat high sensitivity troponin-I assay did not identify any related trends. The device history review did not identify any nonconformances, potential nonconformance or deviations associated with lot 78016ud00 and the complaint issue. Accuracy testing was completed using panels which mimic patient samples and an in-house retained kit of lot 78015ud00 (which contains the same bulk material as lot 78016ud00). All specifications were met, indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I, lot number 78016ud00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result generated by the alinity I processing module for a 64-year-old male patient. Subsequent testing produced results within the normal range. The following data was provided: normal ref range is <35 ng/l. Sid (B)(6) (first draw): on (B)(6) 2025 @13:31 troponin-I result = 326 ng/l. On (B)(6) 2025 @ 15:55 repeat result = 17.8 ng/l. Sid (B)(6) (second draw an hour later): on (B)(6) 2025 @ 1535 troponin-I result = 18.4 ng/l. Sid not provided (third draw): on (B)(6) 2025 @ 1611 troponin-I result = 22.1 ng/l no impact to patient management was reported.